Event description:
It was reported that a vns pt received a high impedance warning during device diagnostics testing. The pt's treating vns therapy physician indicated that there had been no admission of pt trauma or manipulation and that the pt's family had indicated that they would not pursue vns revision surgery. Good faith attempts for pt x-ray have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.